Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device was found to be in backup mode. Analysis of device image found the device went into backup mode due to a bus error. After restoration, the backup operation could not be reproduced. The cause of the reported event could not be determined. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.